Event description:
Additional information was received that the physician did test the balloon prior to use. The balloon performed as intended during testing. The guidewire tip was advanced approximately 1.5 cm out of the catheter tip during the inflation. The contrast ratio was 50/50. The physician did not shape the guidewire tip. The balloon was inflated one time. The injection rate was steady. The type of syringe used during the inflation/deflation was a 1cc syringe.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the preparation was performed according to the package insert, but hyper form balloon damage was observed, so the product was replaced with a non-medtronic device and the treatment was successfully completed. There was no supervision and no health damage. The patient did not have any symptoms or complications related to this event. Additional information was received stating that the cause of the event was not determined. The event occurred during setup prior to use. The reported balloon damage was identified as a rupture, which occurred near the tip of the balloon.